Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump has physical damage. The blood glucose level was 381 mg/dl at time of the event. Troubleshooting found the reservoir compartment lip and ring broken off of the left side and it isn't holding the reservoir in. The insulin pump will be returned for analysis.